Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Getinge field service engineer (fse) says customer reports unit not holding charge. Fse unable to reproduce issue as the battery test passed. Completed system checkout with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer for clinical use.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) battery wont hold a charge.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during routine check the cs300 intra-aortic balloon pump (iabp) battery wont hold a charge. There was no patient involvement. No harm/injury was reported.

Manufacturer narrative:
Additional fields: e1(B)(6).